Manufacturer narrative:
The patient is confirmed to have developed cellulitis at the incision site within 30 days of the implant procedure. The infection broke down the surrounding tissue causing the lead to become exposed. The patient was experiencing redness, discharge, and severe pain at the ipg insertion site but there was no sign of infection at the leads. The patient is reported to be diabetic and is a smoker however it is unclear how much of a role the pre-existing health and habits contributed to development of infection.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat foot pain. During a follow-up visit on (B)(6) 2025 with the implanting physician, the patient was noted to possibly be developing infection at the site of the implantable pulse generator (ipg) insertion. The patient was administered antibiotics on that date. The following day, (B)(6) 2025, the patient reported onset of swelling at the incision site. The patient was referred to a wound specialist for evaluation and was administered multiple rounds of oral and IV antibiotics before ultimately having a full system explant performed on (B)(6) 2025.